Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. (B)(6). Although requested, dob, weight, and diagnosis were not provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "after 15 minutes of a blood transfusion, the rn noted blood on the floor and connection below the drop chamber to be leaking. Blood discarded due to infection risk." No patient harm was reported.